Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed rising thresholds on the right ventricular lead. No changes or interventions were performed. The patient's condition was stable